Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection showed three arc marks on the electrode¿s high voltage shocking coil at approximately 360 mm from the terminal pin. Analysis determined that for the shocking coil to have received this type of damage, it would have likely had to be in close proximity to the device can when the device delivered therapy. Analysis determined that the electrode tip likely migrated into the device pocket area and noted that this is consistent with damage seen with twiddler¿s syndrome.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a remote interrogation was performed which showed codes indicating a long charge and a charge time out during a treated event. It was noted that the shock impedance measurement was 1 ohm in an event and noise was recorded in all events. Engineering reviewed the data from the subcutaneous implantable cardioverter defibrillator (s-ICD) and suggested replacement. The patient was brought into the clinic where tachycardia therapy was programmed off. A revision procedure was performed ten days later. Upon pocket opening, the entire electrode was found in the pocket due to twiddler's syndrome. It is unknown if the measurements from the device were taken prior to full twiddling occurred. A new s-ICD and electrode were implanted with a three incision technique and well sutured. No additional adverse patient effects were reported.